Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system the tube ruptured and leaked. The following was received from the initial reporter: considering the convenience of treatment, a closed indwelling needle was implanted for the patient. When the patient was undergoing enhanced CT (injection of barium sulfate was required), the indwelling needle tube burst, causing the examination to fail.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system the tube ruptured and leaked. The following was received from the initial reporter: considering the convenience of treatment, a closed indwelling needle was implanted for the patient. When the patient was undergoing enhanced enhanced CT (injection of barium sulfate was required), the indwelling needle tube burst, causing the examination to fail.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2353977 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the photographs submitted by the facility, our engineers were able to observe the expanded tubing reported in the initial event description. This nonconformance has been confirmed. They have determined that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.